Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that when deploying the stent in the common iliac artery with a pressure less than 3 atm, the balloon of the delivery system broke.

Manufacturer narrative:
Engineering investigation: the device in question had a 1mm wide radial tear that was located 2mm from the proximal ro marker band. The balloon itself is designed to rupture longitudinally when the balloon is inflated beyond the recommended burst pressure of 12atm. During the manufacturing process, every device is 100% pressure tested to the rated burst pressure of 12atm as specified on the product label prior to crimping the stent on to the balloon. The radial tear in the balloon is very clean and appears to possibly come in contact with a sharp item. This cannot be confirmed. The details state that the balloon broke at 3 atm. The cause of this claim cannot be confirmed without the actual product. The device history records indicate that the lowest burst value seen during the manufacture of the balloons and the catheter assembly was 19.2atm. This is out of a total of 49 test units that were burst tested as a requirement of the quality inspections in process and at the final lot qualification testing. The minimum burst requirement as specified on the product label is 12atm. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical re-evaluation: no change to clinical impact previously reported.

Manufacturer narrative:
Engineering investigation: the device in question was not returned therefore a proper investigation could not be performed. The details state that the balloon broke at 3 atm. The cause of this claim cannot be confirmed without the actual product. The device history records indicate that the lowest burst value seen during the manufacture of the balloons and the catheter assembly was 19.2 atm. This is out of a total of 49 test units that were burst tested as a requirement of the quality inspections in process and at the final lot qualification testing. The minimum burst requirement as specified on the product label is 12 atm. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: if a stent balloon ruptures the stent would not deploy properly in the target. This would require an additional balloon to be prepared to completely deploy the stent. Causes of balloon rupture include contact with another device, the angle of the target and the disease state of the vasculature. The IFU states as a contraindication the use of the advanta v12 in non-compliant obstructions where full expansion of a balloon dilatation catheter cannot be achieved during pre-dilation sufficiently to allow passage of the delivery catheter.